Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite implant (os5613) was returned for investigation. Visual inspection of the returned product identified a severely fractured device with bone residue around the external threads. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been implanted on tooth #14 for approximately 17 years. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported implant fracture is confirmed. Per visual inspection, the implant was identified as fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Reporter address was not provided.

Event description:
It was reported that the implant at tooth site #14 fractured and was removed. The patient will return for a future implant.